Event description:
It was reported per field service report: symptom - faulty "helium tank empty" alarms (plenty of helium). Unable to refill. Possible 5v alarm. Findings/action taken: could not duplicate. Conferred with another field service representative and replaced possible suspect helium transducer. Ran several leak tests. Functional check okay.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.